Event description:
False negative result(s): false negative results. The user reported that they bought two tests yesterday 2/23 from cvs and tested their 12 year old child with both tests same day. Both results were negative. Then they went to a doctor's office today 2/24 and received a test for cov/flu and tested positive for flu. They confirmed that their child began showing symptoms on sunday 2/22. They also confirmed that they threw away all the test contents prior to contact tech support so they can't provide any lot numbers or expiration dates.

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.